Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped3 pipeline had fish-mouthing of the pipeline seen at 6-month follow-up dsa imaging on (B)(6)2021. The patient was asymptomatic and required no intervention. No actions/interventions were taking to resolve the event. The patient was treated for an unruptured aneurysm of left internal carotid artery (ica) treated with the pipeline. Baseline aneurysm characteristics: unruptured and previously untreated right pcom sidewall saccular aneurysm measuring 3mm x 2mm with neck size 1.8mm. Baseline aneurysm symptoms: none.